Event description:
It was reported that the patient who was implanted with a spinal cord stimulation (scs) system had a non-device related spinal fusion. The patient turned his device off prior to the surgery. It was noted that peak plasma cautery was used during the surgery. Following the surgery, the patients remote control would no longer connect to the implantable pulse generator (ipg). Another remote control was used, however the issue did not resolve. It was suggested that the patient may have a depleted ipg, and an attempt was made to charge the ipg, however it was unsuccessful. The patient underwent an ipg replacement procedure and is doing well postoperatively.

Manufacturer narrative:
Sc-1123, serial (B)(6): the reported event of the ipg unable to charge after non-device related procedure was confirmed. The ipg passed visual inspection. However, it was unable to be recharged after three four-hour charge cycles. Electrical testing revealed a low vh resistance measurement, which indicates an electrical short within the asic. The damaged asic resulted in the premature battery depletion post spinal fusion procedure. Engineers concluded that because this type of damage is typically caused by exposure to high voltage transients or high radiofrequency energy, the reported event was likely caused using the peak plasma blade in non-device related procedure.

Event description:
It was reported that the patient who was implanted with a spinal cord stimulation (scs) system had a non-device related spinal fusion. The patient turned his device off prior to the surgery. It was noted that peak plasma cautery was used during the surgery. Following the surgery, the patients remote control would no longer connect to the implantable pulse generator (ipg). Another remote control was used, however the issue did not resolve. It was suggested that the patient may have a depleted ipg, and an attempt was made to charge the ipg, however it was unsuccessful. The patient underwent an ipg replacement procedure and is doing well postoperatively.